Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A therapy fluid air alarm occurred at the end of a routine hemodialysis treatment, which could not be resolved. Air was visible at the top of the filter. No attempts were made to remove the air or perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood. The patient's therapy bags ran dry indicating that the cycler alarmed appropriately. No attempts were made to remove the air. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.